Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Grandhi r, karsy m, taussky p, ricker cn, malhotra a. Reduced 2-year aneurysm retreatment and costs among patients treated with flow diversion versus non-flow diversion embolization: a premier healthcare database retrospective cohort study. Plos one. 2020;15(6):e0234478. Doi:. Medtronic received a report pertaining to a total of 679 patients underwent pipeline placement, and 8432 had non pipeline treatments. The average age of each patient was (B)(6) years, 83.4% female. Adverse outcomes included in-hospital mortality in 2 patients.